Event description:
Complainant alleged that during a routine preventative maintenance check, the device displayed error message code "elect. Pads off" on the monitor screen while attempting to analyze. The complainant indicated that there was no pt involvement in the reported failure.